Manufacturer narrative:
(B)(4)

Event description:
During the index procedure an endeavor sprint was implanted in the l-pda. Approximately 53 months post the index procedure the patient suffered an ascending colon/sigmoid diverticular haemorrhage. The study device was considered to have no causal relationship with the event since the cause of this event was considered to be increase in intestinal pressure and weakness in the gut wall due to aging. Patient had a transfusion. Antiplatelet drug and anticoagulant were temporally stopped due to this event. Patient recovered